Manufacturer narrative:
(B)(4). The homechoice (hc) was returned and an evaluation was completed to investigate the reported event. A review of the event history log was performed and revealed that the reported alarm was a low drain volume alarm. The device passed both rite (returned instrument test evaluation) electrical and functional testing and was determined to meet performance specification requirements. An internal and external visual inspection revealed no problems related to the reported event. The cause of the reported alarm could not be determined with the available information. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported that a homechoice (hc) experienced an unknown alarm. The home patient could not recall the exact alarm as it occurred during the previous night¿s therapy. A swap of the device was initiated. The technical service representative (tsr) discussed the use of continuous ambulatory peritoneal dialysis (capd) until a new device arrives. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). The homechoice (hc) was returned and a device analysis is anticipated. Upon completion of the investigation or if additional relevant information is obtained, a supplemental report will be submitted.